Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor diaphragm was stuck to the top of the housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the tidal volume was not shown on the display. There was no report of patient involvement.